Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect laac access solution was selected for use. During the procedure, the rf wire was advanced through the femoral access without difficulty. When attempting to place sheath and dilator over the wire, the dilator would not pass. Suspecting an issue with the dilator, a new versacross kit was opened; however, the replacement dilator also failed to advance over the wire. It was also observed that the rf pigtail wire coating was a little thick, preventing the dilator to go through. Thus, new wire was used with the replaced dilator, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis.